Event description:
During service by baxter tech, the device failed accuracy test with under delivery. Per svc shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.